Event description:
Customer reports: material breakage has occurred in the "y" section of the tube between the two connectors. The tube had to be changed twice in the same patient due to the splitting of the "y" connector section.